Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: asr xl, left, reason(s) for revision: component loosening. ** update - alert date 25 april 2017 ** added patient gender, added stem lot number & queried component loosening. (B)(6) 05 may 2017. Update - alert date 05 may 2017 (B)(6) confirmed no component loosening. Update 25-apr-2017: after review of the synergy form, it noted the patient was experiencing pain. This complaint was updated on: 24-may-2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Superseded by mdd CAPA (B)(4). Addendum added 12 jun 2017: the complaint was reopened to update the patient harm as pain was experienced. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.